Event description:
It was reported to nova biomedical on the event date, that some time in 2008, the consumer received a high reading of 591 mg/dl on her blood glucose meter. The consumer reported that she administered 20 units of insulin. At 1:55pm the consumer reported she tested again getting a result of "hi" (higher than 600 mg/dl) on their blood glucose meter. The consumer administered 50 units of insulin based on that result. According to the consumer at 3:00pm, she laid down and passed out. At 6:30pm her husband called for an ambulance. The emts arrived at 7:00pm and tested the consumer with their blood glucose meter getting a result of 36 mg/dl. Consumer was treated with IV glucose and transferred to the hospital. It was discovered during this call, the consumer does not keep the test strips in their original vial. She stores loose test strips in her carrying case which is against our directions for use as it may compromise the integrity of the test strips. The consumer admitted she does not use control with every new vial of test strips as instructed in our directions for use. The test strips in question will not be returned for evaluation because the test strips have been discarded.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.